Manufacturer narrative:
Device received with completely broken reservoir tube lip. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip. Device received with broken reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case from reservoir tube window corners, cracked reservoir tube window and cracked belt clip slot . A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was more than 600 mg/dl at the time of incident and the current blood glucose level was 86 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The retainer ring was cracked of the insulin pump. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.